Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor valve was chosen for implant for an aortic valve replacement using a flexnav delivery system. During procedure, heparin was administered, and the highest recorded activated clotting time (act) was 335 seconds. The route of access was through the right transfemoral artery. A pre-implant balloon valvuloplasty was performed with a 20mm non-abbott balloon, which was inflated once. The valve was successfully implanted in the aortic annulus. A transthoracic echocardiogram (tte) was performed, and a mild to moderate paravalvular leak was observed. A post-implant balloon valvuloplasty was performed using a 25mm non-abbott balloon, which was inflated once. An 8mm amplatzer plug was implanted to resolve the paravalvular leak. The patient had a trivial paravalvular leak at the end of the procedure. The implant depth of the valve was unable to be obtained. Following the procedure, the patient had an electrocardiogram (ECG) which showed a left bundle branch block, which did not require treatment. On (B)(6) 2022, the patient had an ECG which showed a 1st degree atrioventricular (av) block, which did not require treatment. The patient status was reported as stable.

Manufacturer narrative:
An event of the paravalvular leak and arrhythmia was reported. Information from the field indicated that balloon valvuloplasty was done and that later an amplatzer plug was placed to seal the leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.